Event description:
New information states that the device was explanted and replaced. There were no adverse consequences to the patient prior, during and post procedure.

Event description:
New information states that the device has not been replaced yet. The next follow-up is scheduled on (B)(6) 2017 and device replacement will be decided then. The patient¿s condition is well, with no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic, premature batter depletion was observed. The device was a subject to the advisory in (B)(6) 2016. Upon the follow up on (B)(6), the longevity was 1.4 years. The estimated longevity was more than 3 years at the previous follow up. There were no adverse consequences to the patient due to this event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.